Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding, abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 689929-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 28 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("uti"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced malignant neoplasm of unknown primary site ("unidentified cancer"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), hypoaesthesia ("numbing in inner thighs"), pain in extremity ("pain in inner thighs") and functional gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy on (B)(6) 2012 and salpingectomy (bilateral removal of fallopian tubes), d&c). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstrual disorder, back pain, abdominal pain, dyspareunia, mood swings, hypoaesthesia, pain in extremity, fatigue, malignant neoplasm of unknown primary site, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea and functional gastrointestinal disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, urinary tract infection and female sexual dysfunction had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, functional gastrointestinal disorder, genital haemorrhage, hypoaesthesia, malignant neoplasm of unknown primary site, menorrhagia, menstrual disorder, mood swings, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding, abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 989929) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 28 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("uti"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced neoplasm malignant ("unidentified cancer"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), hypoaesthesia ("numbing in inner thighs"), pain in extremity ("pain in inner thighs"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy on (B)(6) 2012 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstrual disorder, back pain, abdominal pain, dyspareunia, mood swings, hypoaesthesia, pain in extremity, fatigue, neoplasm malignant, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea and gastrointestinal disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, urinary tract infection and female sexual dysfunction had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypoaesthesia, menorrhagia, menstrual disorder, mood swings, nausea, neoplasm malignant, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 9-may-2018: plaintiff fact sheet : the product and patient information received. The event abnormal bleeding (general), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinarytract/vaginal) type: uti, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping), surgery (other) type of surgery: d&c, tumor / teratoma / cancerb type: unidentified cancer, pain, fatigue, gastrointestinal or digestive system condition type added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding, abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 28 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("uti"). In january 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced malignant neoplasm of unknown primary site ("unidentified cancer"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), hypoaesthesia ("numbing in inner thighs"), pain in extremity ("pain in inner thighs") and functional gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy on (B)(6) 2012 and salpingectomy (bilateral removal of fallopian tubes), d&c). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstrual disorder, back pain, abdominal pain, dyspareunia, mood swings, hypoaesthesia, pain in extremity, fatigue, malignant neoplasm of unknown primary site, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea and functional gastrointestinal disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, urinary tract infection and female sexual dysfunction had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, functional gastrointestinal disorder, genital haemorrhage, hypoaesthesia, malignant neoplasm of unknown primary site, menorrhagia, menstrual disorder, mood swings, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding, abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax). On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2010, 28 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("uti"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced malignant neoplasm of unknown primary site ("unidentified cancer"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), hypoaesthesia ("numbing in inner thighs"), pain in extremity ("pain in inner thighs") and functional gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy on (B)(6) 2012 and salpingectomy (bilateral removal of fallopian tubes), d&c). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstrual disorder, back pain, abdominal pain, dyspareunia, mood swings, hypoaesthesia, pain in extremity, fatigue, malignant neoplasm of unknown primary site, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea and functional gastrointestinal disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, urinary tract infection and female sexual dysfunction had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, functional gastrointestinal disorder, genital haemorrhage, hypoaesthesia, malignant neoplasm of unknown primary site, menorrhagia, menstrual disorder, mood swings, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received .lot no was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), mood swings ("mood swings"), hypoaesthesia ("numbing in inner thighs"), pain in extremity ("pain in inner thighs") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, mood swings, hypoaesthesia, pain in extremity and fatigue outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, mood swings, hypoaesthesia, pain in extremity and fatigue to be related to essure. Diagnostic results: on (B)(6) 2010: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding. These events are anticipated in the reference safety information for essure. Essure coils were removed approximately 2 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severec pelvic pain and excessive bleeding. These events are anticipated in the reference safety information for essure. Essure coils were removed approximately 2 years after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.